Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact on customer's blood glucose level.